Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's hospitalization and infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 22 april 2026, information was received regarding a patient using the omnipod 5 system who developed an infection at a pod insertion site and was subsequently hospitalized. According to information provided by a healthcare professional and later supplemented by a legal guardian, the first affected pod was worn on the leg and used for the full three-day wear duration. Following pod wear, the leg insertion site reportedly became red and irritated and progressed to a hard, hot lump with purulent discharge. The pod was removed after completion of the intended wear duration. After removal, the patient was transitioned to a subsequent pod at a different anatomical site. The leg site infection was treated during a hospital admission that began on (B)(6) 2026. The patient received intravenous (IV) antibiotics and IV fluids. (Medication name of the antibiotic is unknown). The patient was hospitalized for two nights and three days and discharged on (B)(6) 2026. The only diagnosis communicated by healthcare providers was infection at the pod insertion site. The pod involved was not retained. The exact incident date was not reported; therefore, the contact date was used as the incident date. A supplemental report will be submitted if additional information becomes available. (Insulet reference numbers: (B)(6)).